Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 478 mg/dl to being displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus. Customer was going to consult with their healthcare provider and declined further troubleshooting.